Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The returned device was visually inspected and found to have damaged teeth and two overlapping bands. The ligator housing contained seven bands. Additionally, the trip wire was found to be broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, resulting in damage to the teeth. Alternatively, this damage could be attributed to the physician's technique when inserting the device, which may have caused the teeth to bend and impaired the handle's functionality during band deployment. It was also observed that two bands were overlapped. This issue may be related to the physician's technique or the way the device was handled during band deployment. Factors such as device positioning or anatomical tortuosity during the procedure could have affected the handle's functionality. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, suture displacement during the procedure may have contributed to improper band deployment and overlapping. Furthermore, the damage to the teeth also impacted band deployment. Finally, the trip wire was found to be broken. This suggests that excessive force may have been applied during band deployment, potentially compromising the mechanism. Anatomical tortuosity or device positioning could also have interfered with functionality. Additionally, the technique used to grasp the varix or polyp may have caused suture misalignment, resulting in failed band release. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation procedure. The exact procedure date was unknown. During the procedure, when trying to release the rubber bands, the rubber bands did not release. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation procedure. The exact procedure date was unknown. During the procedure, when trying to release the rubber bands, the rubber bands did not release. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.